Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter inaccuracy began around 10.30 pm on (B)(6) 2018, alleging that he obtained an inaccurate high blood glucose reading of ¿485 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with insulin (self-adjuster), and in response to the alleged high result, he administered inulin (humalog 26 units) right away. The reporter stated that at 4 am on (B)(6) 2018, he developed symptoms of ¿sweating, shaking and couldn't see¿. The patient stated that he self-treated the symptoms with peppermint candy. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, and were within expiry date. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.